Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported sterilization cap not secure during reprocessing could not be determined, however, the issue was likely due to user handling/mishandling. The event may be prevented by following the instructions for use sections below: instructions. Visera cysto-nephro videoscope. Olympus ltd type v2. Olympus ltd type va2. Olympus ltd type v2r. Chapter 5 reprocessing: general policy. Chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the visera cysto-nephro videoscope had a sterilization cap that wasn't put on correctly and it blew the rubber off. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.